Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a slow flow patient (sfp) alarm which occurred on the homechoice (hc) during use during fill 1. The baxter technical services representative (tsr) checked the set up and the clamps were open. The tsr had the home patient (hp) close and open the transfer set 3 times. There was no tape on the tubing, the drain line was okay, there were no kinks or bends, and there was no fibrin in the drain bag. The hp straightened the lines from the cassette door. There was no change. The hp elected to end therapy and start over with new supplies from fill 1. The fill volume (fv) increased and the hc would realarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the home patient (hp) on (B)(6) 2011. The hp stated that part of the cassette was crushed, and part of the membrane was torn. The sample was discarded and the hp did not recall the lot. After starting over with new supplies, therapy went well and has been going well since. There was patient involvement, but no injury or medical intervention was reported.